Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that host computer unable to boot with the system. After reviewing the log file, fse found that host computer unable to boot. To resolve the issue fse replaced the host pc and reloaded the ghost image software and returned it to philips for further analysis. The analysis of the host pc failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.